Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: ¿the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damages or defects were noted. A fill test and a force tests were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(4) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: multiple ¿loss of prime¿ warnings were observed in the black box with low non-zero force. The pump was exercised for 24 hours and no ¿loss of prime¿ issues occurred. A force calibration check was performed and passed, indicating that the force sensor was detecting the correct applied load. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.